Event description:
The ventilator was originally returned to the field service center for preventative maintenance. It was reported that during service, the ventilator turbine stopped working. It is unknown at this time if the ventilator alarmed when the reported problem occurred.